Event description:
Received non-FDA authorized for sale in us, flowflex covid-19 antigen self-tests, blue boxes; not the white boxes they showed in the picture and that I expected. Ordered the 3 boxes online at (B)(6). On (B)(6) 2022. I thought I was ordering from the manufacturer of flowflex in the USA. On my receipt they call the items "flowflex sars-cov-2 covid-19 low level nasal non-invasive swab antigen rapid test kits." Site looked very legit. They said they were FDA authorized. They showed a white colored box like I'd seen on tv and on the major retail online sites in the us who were out of them. They had me pay through (B)(6), where I entered my credit card. Receipt from (B)(6) shows I paid (B)(6) for 3 boxes to a company called (B)(6). That was a surprise. Boxes that came were blue; not white as expected. Through my (B)(6) online (B)(6) account I'd been tracking the journey they made to my home. Two days after my order was placed, (B)(6) on (B)(6) 2022 had pre-shipment info and was awaiting item. On (B)(6) 2022 item was accepted at (B)(6) origin facility (B)(6). After seeing the blue colored boxes that arrived, not white; and the attached- to- box, under plastic, 4 different languages, I became alarmed I'd received counterfeit tests. I searched online and came to (B)(6), the acon flowflex manufacturer that does have FDA approval for sale in us. I read that 2 days ago, on (B)(6) 2022, acon laboratories recalled the blue boxes that had gotten into the us for sale but are not FDA approved for sale in the us. They showed pictures to compare the white colored boxes that are approved here, vs. The blue colored boxes that are not. I had received the blue boxes today, 6 days after I placed my online order. I called my credit card company to dispute the charge and now have to send in paperwork to help prove my dispute, even though I had her look at the criminality of it at (B)(6) where acon issued the alert. FDA safety report ID# (B)(4).